Manufacturer narrative:
(B)(4). Verified tibial articular surface provisional left size ef reviewed manufacturing date as returned item exhibits signs of repeated use and the anterior of the post feature has fractured off. All pieces were not returned. Review of the device history records identified no related deviations or anomalies during manufacturing related to the reported event. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile as specified in the dfmea. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a tasp was returned fractured on a worn instrument claim form. Issue was noted before the case began. All pieces have not been returned. No additional information available.